Event description:
Customer reported that during maintenance on the instrument to remove biohazardous waste from the decapper door compartment, the door panel fell down and scraped the operator's leg and bruised it. The screws or hinge pins that hold the door panel were loose and allowed the door to fall down further then expected and hit the operator's leg. The injury was a scrape and bruise (significant bump on it) to the lower leg below the knee. The operator was wearing a lab coat with cropped pants allowing the lower leg to be exposed when the event occurred. There is potential for exposure to biohazardous waste as the decapper door allows access to a waste bin where caps from tubes containing various pt samples are disposed of during instrument processing. The operator cleaned the affected area with alcohol and chose to not seek add'l medical treatment.

Manufacturer narrative:
On aug 20, (B)(6) reported that the decapper waste door on the instrument hit an employee's leg when she opened the door to empty the cap waste. A tecan field automation engineer (fae) instructed the customer to reposition the pivot screws (pins) as an interim solution. The fae was dispatched to the customer site to inspect the instrument and the decapper waste door panel. The waste door hinge pins did not appear excessively worn but were loose. The fae tightened the pins and adjusted the door stop. Fae confirmed with the customer that the solution resolved the issue. Tecan will update preventive maintenance instructions for tecan's field engineers to inspect the integrity of the decapper door waste pins on routine pm service calls. This update is in progress.